Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2016. Product and therapy desc: vascular solutions 7f guideliner guide extension catheter. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that stent move on balloon occurred. The target lesion was located in a coronary artery. A 2.25 x 20 synergy ii drug- eluting stent was advanced through a 7f non-bsc guide extension catheter to treat the lesion. However, the device would not go through the catheter. Upon removing the device out, it was noted that the stent had moved significantly on the balloon and the guide catheter was damaged. The procedure was completed with another same device. No patient's complications were reported and the patient's status was fine.